Manufacturer narrative:
The following fields have been updated with additional information: d.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. D.2. Common device name: hypodermic single lumen needle. D.1 medical device type: fmi. D.3. Medical device manufacturer: becton, dickinson and co. (Bd)¿ sumter, sc / 29153. D.4 medical device catalog #: 368650. G.4. Date received by manufacturer: becton, dickinson and co. (Bd)¿ sumter, sc / 29153. G.5. PMA / 510(k)#: k982541.

Event description:
It was reported that tubes are disengaging from the tube with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. (4 of 6). It was reported that the tubes are spontaneously disengaging from multi-sample needles. Tubes spontaneously disengage from multi-sample needles.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tubes are disengaging from the tube with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder . The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. (4 of 6) it was reported that the tubes are spontaneously disengaging from multi-sample needles. Tubes spontaneously disengage from multi-sample needles,

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are disengaging from the tube with an unspecified lifestent 5f vascular stent system. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown (4 of 6): it was reported that the tubes are spontaneously disengaging from multi-sample needles. Tubes spontaneously disengage from multi-sample needles.